Event description:
Pt reported that back to back tests performed on their surestep meter were 120, 170 and 130 mg/dl (36% difference). Control solution tests result was in range. No symptoms were reported. There was no allegation of harm.